Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to heavy corrosion just about everywhere inside the case. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. The unit was received with a crack in the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump had moisture damage and insulin pump was not turning on. Customer stated that insert battery alarm was not displayed on insulin pump screen. Customer stated that contacts on battery cap was not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.